Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported air-in-line alarm. The presence of air-in-line alarm was verified through a review of the event history log however, the reported symptom was not reproduced due to an unrelated issue. The ultrasonic sensor fluid readings were found to be out of specification and determined to be the cause. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.